Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that this occurred as a result of mfg or component failure.

Event description:
Pt implanted with second time on (B)(6) 2012. Pt has a history of chronic middle ear disease. Pt, according to spouse, was hearing quite well. Pt reported pain at implant site in early (B)(6). Recommend not to use implant for one week. Physician tightened the abutment which seemed to help. Pt seen by physician again on (B)(6) 2012 reporting pain at implant site. It was determined the implant had become loose and was removed. At this time physician is not recommending revision surgery.